Event description:
The customer reported that on (B)(6) 2011 erroneously elevated or suppressed and instrument flagged triglyceride (tg) results were generated on a unicel dxc 600 synchron system for multiple patient samples. Beckman coulter analysis of customer supplied data indicated that three tg patient results were involved in this event. Two initial patient tg results were erroneously high and one initial patient tg result was suppressed with an out of instrument range high instrument flag. The two false high tg patient results were released from the laboratory. The suppressed tg initial tg result was not released from the laboratory. There was no deaths, serious injuries or changes to patient treatment associated or attributed to this event. All three initial results were repeated on the same instrument and yielded lower, believable results. The two initial erroneous tg results reports were amended. A precision run of five replicates for each patient sample were also run and confirmed the amended/repeat results. Instrument assay quality control results during the timeframe of the event were within customer established specifications. No patient specific information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) executed a performance verification 3 carryover test which yielded unacceptable results. The fse replaced the sample probes, wash collar, and the mixer on the sample side of the instrument. The fse also replaced a wash collar on the reagent probe a. The instrument was returned into service after the necessary and verified repairs had been completed. Beckman coulter inc. Follow-up with the customer indicated the repairs had resolved the issue.